Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 150 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.